Manufacturer narrative:
One d97130f5 with a monoject limited volume syringe were returned for examination. The reported event of report of "defective" was unable to be confirmed. No visible damage or abnormality was observed from the catheter body, balloon, windings and returned syringe. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric, and the balloon remained inflated for 5 minutes without leakage. Visual examination performed with 10 to 45x microscope. A review of the manufacturing records indicated that the product met specifications upon release. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance. Although no fault was found, an investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use on a (B)(6) year-old male, the pacing catheter was defective and would not pace when placed in the patient. Another catheter was used and worked fine. The product is available for return. There was no injury to the patient.